Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the fiber cable due to error 319 on node 5d,5e and 5f. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the patient side cart (psc) housed in the logistics crate was displaying repeated non-recoverable error # 30108 and error # 26020, with the only option being to disable the boom. There was no clinical involvement. The customer had completed an emergency power off (epo) prior to contacting technical support, but the issue persisted. The technical support engineer (tse) was awaiting a callback as the customer planned to remove the psc from the logistics crate using the manual lever and perform an additional epo. No onsite log was available for analysis. Error #30108 indicated that one or all of the specified manipulator's calibration files were missing, requiring restoration or recalibration. Error #26020 suggested that the prox message/enumeration information was invalid or missing, potentially due to hardware or software issues, necessitating a graceful degradation of the arm. There were no reports of patient involvement.